Event description:
It was reported that the lead was checked and found decreased sensing. Chest x-ray appears normal. No other electrical issues were noted. On 12 oct 2022, the lead was repositioned. The patient was stable.